Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultra meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began at 4:00pm during (B)(6) 2015 (date unknown). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she increased her dose of diabetes medications from (B)(6) 2015 in response to the alleged product issue. The patient denied that she developed symptoms; however she stated that she received hcp treatment of oral diabetes medications in ER on (B)(6) 2015 at 12:00pm. The patient stated that her blood glucose was tested using an ER/hospital device on (B)(6) 2015 between 12:00-8:00pm; however she could not recall the results obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the alleged product issue could not be resolved with training, the patient did not have test strips available to perform troubleshooting and the correct test strips were being used. Based on the information provided, this complaint is being reported because the patient stated that she received hcp treatment of oral diabetes medications in ER after the alleged product issue began.